Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr dilatator hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the foot of the prostyle device would not retract completely, causing vessel damage. The sheath was upsized to a 14fr sheath, and the tavr procedure was completed. A covered stent was used to repair the vessel damage and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effect of tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.